Manufacturer narrative:
(B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections and the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd insyte autoguard bc shielded IV catheter broke and separated from hub, and there was blood exposure. Patient required surgical procedure. The following information was provided by the initial reporter: at the time of removal of the catheter to perform the exchange of peripheral access, the device broke in the middle of the silicone and a part remained in the patient's vessel, requiring a surgical procedure for removal. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) there was blood exposure.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ bc shielded IV catheter broke and separated from hub, and there was blood exposure. Patient required surgical procedure. The following information was provided by the initial reporter: at the time of removal of the catheter to perform the exchange of peripheral access, the device broke in the middle of the silicone and a part remained in the patient's vessel, requiring a surgical procedure for removal. Has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) -there was blood exposure.

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photos and observed that the first photo showed a catheter device that did not resemble a bd product. A representative sample for a 20g insyte autoguard bc device was used to compare against the device in the provided photograph and the internal structure inside the catheter adapters did not match. The second photo showed the catheter tubing component of a catheter and it was unclear if this was a component of the device in the first photo or if it was from a different unit. The section of tubing that extended from the adapter in the first photo appeared to be white and solid while the striped pattern on the tubing in the second photo was consistent with tubing used in a bd product. The tubing appeared deformed on one of the ends, but the photo did not provide enough detail to determine the root cause of the event. Because of this, it could not be determined if the tubing in the second photo broke off or separated from the catheter adapter. However, based off the provided photos the engineer was able to verify that there was damage to the catheter. However, the engineer was unable to verify if the sample in the photo was a bd product. For a more thorough investigation the photographed sample would need to be returned for analysis. Since no sample was returned a definitive root cause could not be established but there are a few different ways for the observed damage to occur during manufacturing or handling including a misalignment between the adapter and the manufacturing equipment or during breaking tip adhesion. H3 other text : see h10.